Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01249. This report is being submitted as additional information. Approximate age of device - 12 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Driveline, local, and pump pocket infection, along with gi bleeding, are listed in the hmii instructions for use as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding controlling infection and anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported on (B)(6) 2018 that from (B)(6) 2017, the patient had complications of a gastrointestinal bleed, diverticulitis, small bowel perforation with resection and wound dehiscence with (B)(6) candida wound cultures during their hospital stay. The patient was discharged to acute rehab, but presented back to the hospital with abdominal distention. No additional information was provided.